Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture. It was noted that the lead was cut by physician while removing previous securing suture during implant procedure. Another ra lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture. It was noted that the lead was cut by physician while removing previous securing suture during implant procedure. Another ra lead was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. This product was received at our post market quality assurance laboratory and an investigation was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination identified multiple cuts in the outer insulation as well as deformed conductor coils and blood/bodily fluid in the lumen. This damage was likely induced during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis confirmed this lead had been damaged during the explant, as was reported from the field.